Event description:
Patient brought back to or in 05 for repair of an incisional hernia related to surgical correction of urecal sinus, 7 days earlier. Surgeon stated that subcutaneous (under the skin) layer where the suture was placed I week prior, displayed evidence of suture debris throughout the wound. Facility not certain if item used was aesculap product, and if it was aesculap product whether it was this suture line/part number.